Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving 8000 mcg/ml of hydromorphone at 2204.3 mcg/day via an implantable pump for non-malignant pain. It was reported the patient was refilled on (B)(6) 2018. The patient reported after her refill the day before (B)(6) 2018, she got up and was extremely dizzy (on the day of the report, (B)(6) 2018. The patient stated it became apparent to them that they were ¿high as a kite,¿ which scared the patient. The patient reported they usually stay, and their healthcare provider monitors their blood pressure and oxygen. However, this did not happen at their refill the day before. The patient told the nurse she did not think she was okay. The nurse took her blood pressure and her blood pressure was ¿185 or something¿ over 80. The patient stated the nurse took her oxygen level and that was 93, which was low for her. The patient met with the doctor and the doctor had the patient wait before leaving. The patient laid down and stayed for 25 minutes. The patient was not feeling healthy. The patient reported her face felt hot and puffy and her eyes were moving slower. The patient said they usually have to stop and rest in the parking lot, but she did not have to stop. The patient said they felt like they were walking on air. The patient asked a neighbor to check on her when they got home and told the neighbor where the narcan was. The patient said her guess is a drop of medication made it into her body and not into the pump. The patient said her dose was not increased. It was also reported the healthcare provider had a hard time finding the port when they fill the pump. The patient reported they were feeling okay (at the time the report, (B)(6) 2018) but they were not feeling okay from 1:30 pm to 9:30 pm the day before, after the refill. The patient was directed to follow-up with their managing healthcare provider regarding their symptoms. No further complications were reported or anticipated. Additional information was received from the patient's managing healthcare provider (hcp). Regarding the reported symptoms, it was unknown if the patient's symptoms were related to the patient's implantable infusion device or therapy. The cause of the symptoms was unknown. Regarding the report that the refill port was hard to find, the hcp stated the patient had subcutaneous fat and pannus making port access more difficult. Regarding troubleshooting or diagnostics performed, the hcp stated the patient did not call their office. It was unknown if any diagnostics were conducted with another healthcare provider, such as the patient's primary care doctor. Regarding any further actions taken or planned, the hcp stated "none." The hcp was unaware of the situation prior the request for follow-up information. The patient's weight was not provided.